Event description:
During an emergency support program call, the customer reported an autofill failure alarm associated with the axillary inserted intra-aortic balloon catheter connected to the cardiosave intra-aortic balloon pump (iabp). No harm was reported.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.